Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual used sample was received for analysis. Visual and microscopic inspection was performed and noted the tubing was separated from the dark blue connector. Additionally, the patient adaptor and tubing appeared discolored. Functional tests included leak testing, clear passage testing, and device-device interaction testing. During leak testing, a leak was observed through the tubing due to the separation between the tubing and dark blue connector. The reported issue was verified through evaluation, however, the cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient that experienced a leak in their transfer set. The patient reported that the tubing had become separated from the twist clamp and the solution was leaking from the tubing. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.